Manufacturer narrative:
Concomitant medical products: lgc femoral ps cem left sz 2.5 (cat# 02-010-01-0225 / serial# (B)(4)); logic tibia implant psc insert, sz 2.5, 9mm (cat# 02-012-44-2509 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient had a revision due to hot spot under patella. Patient¿s patella and insert were revised due to loosening. There was no breakage of the device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device is not available for evaluation due to devices were disposed by hospital.

Manufacturer narrative:
After further review of additional information received. (H3) the revision reported was likely the result of loosening of the patella component, which created a ¿hot spot¿ under the patella. However, the cause of the loosening cannot be determined because the component was not returned for evaluation and no images or x-rays were provided. The most probable root cause associated with the reported event of "loosening¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.